Event description:
Caller alleged discrepant results with the meter compared to the lab for pt # 3. Results as follows: date: (B)(6) 2012, inratio inr: 1.2, lab inr: 2.4 (compared at the same).

Manufacturer narrative:
Investigation pending.